Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow and ok keypad buttons were sticking, intermittently unresponsive and required multiple presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a wet washcloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow button keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly. Also unrelated to the complaint, evaluation revealed moisture in the battery compartment. A leak test was performed and a display lens leak was found. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).